Event description:
It was reported that the svc and rv coils had abrupt impedance increases and that the patient alert sounded. The lead was replaced. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Subthreshold lead impedance patient alerts observed on (B)(6) 2009 and (B)(6) 2010. Defib active can on impedance rises from 56 ohms on (B)(6) 2010 to 254 ohms on (B)(6) 2010. Svc defib impedance rises from 65 ohms on (B)(6) 2010 to 254 ohms on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.